Event description:
Additional information provided by customer. There was no procedure involvement. The problem was found during an inspection by the field service engineer (fse).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely the phenomenon was due to temporary contact failure. The reported phenomenon might be prevented by following the descriptions in the instruction manual of otv-s400 which states: "connection of a camera head." "Make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." "Connect the video connector all the way into the video connector socket. An improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the camera head is disconnected, the color bar is displayed." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during preparation for use, the visera 4k uhd camera control unit did not display an image. On the first start, there was no image on the monitor, but when the power switch had cycled, the image appeared normally. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.